Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number. The complaint sample was discarded by the user facility. Therefore, an evaluation could not be performed. Images were not provided. The definitive root cause is unknown. The current IFU (instructions for use) states: use of the atlas pta dilatation catheter: apply negative pressure to fully evacuate fluid from the balloon. Confirm that the balloon is fully deflated under fluoroscopy. Precautions: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. Potential adverse reactions: hematoma.

Event description:
It was reported that a pta balloon catheter could not be removed from the 7f introducer sheath. During retraction through the sheath, the pta balloon became stuck and could not be withdrawn. The balloon catheter and the introducer sheath were then removed as a single unit from the patient. The simultaneous removal of the pta balloon catheter and sheath resulted in an enlarged access site. Upon completion of the procedure, compression was held on the access site for approximately 20 minutes, which resulted in a large hematoma. The patient has since been discharged.